Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited a blurry and distorted image. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: the event was found during an unspecified procedure that was completed with a similar device after a short delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test from cable; pinhole in cable. A root cause could not be identified. Based on the results of the investigation, it is likely the image was blurry and distorted due to a bad charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the cable failed the water leak test due to the pinhole. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.